Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: yellow particles in shell, curved opening, observed void >1 mm in non-textured, valve-to shell-bond area, fold creases. Leak test and microscopic analysis was performed which identified: a curved sharp opening on plug strap bond edge assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification). The fill test inspection was performed, the result is no blockage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.